Manufacturer narrative:
Remains implanted.

Event description:
Roi-c : 2 level implantation, patient pain. Dr. (B)(6) has implanted 2 levels roi-c few years ago. He was satisfied on per-op and post-op results. Patient has neck pain. Additional information requested.

Manufacturer narrative:
Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of patient pain. Review of european indications for use of roi-c implants are for mono and multi-segmental (limited to three levels). Surgery of dr ramadan was not off-label. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Dr. (B)(6) has implanted on a patient, a 2 roi-c level surgery few years ago. The state of health of patient is good but she has neck pain. Patient has found that roi-c product is not indicated for a 2 roi-c level surgery. No other information provided despite several attempts. Response was sent on (B)(6) 2018 to reporter to confirm that (B)(6) indications for use of roi-c implants are for mono and multi-segmental (limited to three levels) surgery of dr ramadan was not off-label.